Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the yellow connector is loose and rn noticed leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model cm42500e-07 lot number 21079195 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that gra 15dp 3pssmnfld 3ss cv dehp free had a loose IV set connector which leaked. The following information was provided by the initial reporter: "it was reported by the customer that the yellow connector is loose and rn noticed leakage."